Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was a deep discharge of the implantable neurostimulator (ins) and the ins did not keep the stimulation settings during the night. The overdischarge was in summer 2020. The patient felt a loss of stimulation and needed to recharge more often than before. The patient had forgot to charge. The ins was charged using a physician recharge mode. The ins was working. The issue was not resolved at the time of report.